Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes there was an underfill or low draw of a tube with blood. The following was reported by the initial reporter: stage: during blood collection, defect: no negative pressure, blood reflux, and impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
E.4. Initial reporter phone number: (B)(6). H.6. Investigation summary: "material #: 368499. Lot/batch #: 3010347. Bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. Bd was not able to identify a root cause for the indicated failure mode. However, to ensure that tubes draw to an acceptable volume a number of factors should be considered: evacuated tubes are designed to draw the volume indicated. Filling is complete when vacuum no longer continues to draw. When using a winged blood collection set for venipuncture a discard tube should be drawn first to ensure the blood collection set tubing¿s ¿dead space¿ is filled with blood. The quantity of blood drawn varies with altitude, ambient temperature, barometric pressure, age of the tube, venous pressure and filling technique. Tubes with smaller draw volumes (partial draw tubes denoted by translucent closures) may fill more slowly, due to the lower vacuum, than tubes of the same size with larger draw volumes. Key factors to ensure the correct vacuum draw: ensure storage temperature is correct (4°c - 25°c). Ensure the blood collection system is assembled correctly. Ensure a discard tube is used with a blood collection set. Ensure proper needle positioning in the patient¿s vein during the venipuncture. Ensure the tube is placed centrally in the needle holder for complete puncture of the stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."